Event description:
The patient reported getting a burn from the charger. Patient admitted to sleeping while charging. The product labeling instructs the patient not to charge while sleeping. The patient is being treated for the burn.